Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported he last recharged the scs system sometime in (B)(6) 2016. Reportedly, stimulation was lost around that same time frame. Troubleshooting of the issue confirmed external devices could not communicate with the ipg and the patient programmer displayed an error message. The ipg was deemed inoperable. As a result, a physician consult was scheduled. Follow-up identified surgical intervention was concluded as the next course of action. Moreover, surgery took place on (B)(6) 2016 during which time the ipg was explanted and replaced with a new model. Stimulation was restored postoperatively. The issue is resolved.